Manufacturer narrative:
The investigation determined that non-repeatable, higher than expected ckmb and tropi es results for two different patient samples obtained on a vitros eciq immunodiagnostic system. The investigation determined the most likely assignable cause of this result was instrument related. Data log analysis along with the findings of an ocd field engineer confirmed mechanical issues involving multiple subsystems of the analyzer. The ocd field engineer performed service actions to multiple analyzer subsystems to return the eciq system to expected performance.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros ckmb result from patient 1 (15.5 ng/ml) and a non-reproducible, higher than expected, vitros tropi es result (0.162 ng/ml) from patient 2 when processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The repeat results obtained from both patient 1 and 2 were believed to be the accurate results. The higher than expected results for patient 1 and 2 were reported outside of the laboratory; however, corrected reports (ckmb = 1.02 ng/ml and tropi es = 0.025 ng/ml) were issued. There was no report of patient harm as a result of this event. (B)(4).